Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient stated at the time of call with dexcom technical support that patient had taken acetaminophen earlier on this same date ((B)(6) 2014). Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.